Manufacturer narrative:
The information on common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that there was a stain on the keypad between the act and esc buttons and they requested the insulin pump tobe replaced. Blood glucose level at the time of the incident was not provided. The customer also reported experiencing blood at infusion set site. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. The customer was contacted on (B)(6) 2017 and he reported that the insulin pump had a bleating lcd screen. The insulin pump was returned for analysis.